Manufacturer narrative:
Our field service engineer investigated the ventilator on-site. The technical error codes were reproduced. It was found that the control pc board was faulty and it was replaced. No parts were returned for investigation and the device logs were not received for evaluation. Since no parts were returned for investigation, the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator generated two technical error codes, one indicates that the internal memory backup battery on the control pc board is depleted and the other that an error in the internal memory on the control pc board is detected. There was no patient involvement. Manufacturer's reference #: (B)(4).